Manufacturer narrative:
The customer is alleging discrepant results after running the same nasopharyngeal patient sample on three cobas sars-cov-2 & influenza a/b test (scfa) assays. The original run resulted in only flu b positive, a repeat test generated only sars-cov-2 positive and a final run returned all negative results. All results were reported to the medical professional but not to the patient. No harm was alleged. An investigation was completed to evaluate the allegation which found no issues. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer is alleging discrepant results after running the same nasopharyngeal patient sample with the cobas sars-cov-2 & influenza a/b (scfa) assays (lot 00803z) on three different cobas liat analyzers. The original run resulted in only flu b positive, a repeat test generated only sars-cov-2 positive and a final run returned all negative results. All results were reported to the medical professional but not to the patient. The customer indicated that no recent changes in lab personnel or protocol were implemented that may explain the discrepant results. Additionally, the customer indicated that miraclean flocked swabs were used to collect the nasopharyngeal sample with remel m4rt kit cat #r12587 (m4rt tube w beads). While this is technically an off-label collection kit, the composition of the collection media and volume are similar to on-label collection kits. Remel m4rt cat #r12622 and r12591 were added as on-label collection kits for this product effective 24-nov-2020; the only difference between the used collection kit and the recently-added on-label collection kits is cat #r12587 contains glass beads in addition to the collection media. An investigation was completed to evaluate this allegation. A retain of cobas liat sars-cov-2/flu assay tube lot 00803z was requested and tested in-house. All replicates tested passed acceptance criteria with no instances of false positive, false negative, or invalid results. The pcr curves for all replicates were also reviewed and appeared normal without any abnormalities. It is possible that the customer¿s issue is a result of the patient sample near the limit of detection (lod), or a result of laboratory contamination given that investigational testing did not duplicate the customer¿s issue.